Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that patient was having difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced, and leads were added. The patient was doing well post-operatively. The explanted ipg was not returned as it was discarded by the medical facility.